Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient indicated she had the device permanently implanted and she had been having trouble with her control ler. She stated she was unable to turn on the device after going through airport security and that the batteries have died and needed to be replaced. No symptoms reported. No further device complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient letter was received. It was reported that the patient failed to check the battery levels before arriving at the airport. Patient had not turned the device off correctly which caused problems resetting the device. Patient reported she was the kind of person who was challenged with computer type programmer. Patient reported that the steps taken to resolve the issue were that after patient passed through security, patient called the manufacturer helpline and patient was walked through the needed help.